Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed an error message when attempting to deliver therapy during clinical use. The customer reported that the unit was being used to shock patient. When attempting to shock a third time a device error message was displayed. The device was able to shock again about 10 seconds later. The reported symptom of failure to shock with error message occurred in use on a patient. It is unclear if the patient sustained any injuries as a cause of the reported symptom. Philips has requested additional information.

Manufacturer narrative:
The reported symptom of failure to shock with error message occurred in use on a patient. It is unclear if the patient sustained any injuries as a cause of the reported symptom. After the users saw the error message, service device, the unit turned off (or was turned off). The device was able to shock again about 10 seconds later. Another shock was delivered and the patient responded. The electronic event file from this event was reviewed. The users powered the device on into the monitor mode, then cycled the power off and one twice until going into the AED mode at 2:43 elapsed time (et). Two shocks were advised in the AED mode and both were delivered. The users then switched into the manual mode and selected 200j of energy. They attempted to deliver that shock but got a "shock failed" message. The users subsequently delivered two additional 200j shocks to the patient in the manual mode. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse found the blue info box showed shock equip malfunction. The status log showed (B)(6)2017 14:52 charge/shock failure-therapy pca (runtime). The therapy pca was replaced, but it was noted that there was a loose component at bottom of the therapy board¿s static bag; smelled hot electronics and visual inspection found a burnt component on the power board. The therapy pca kit and the power pca were replaced to resolve the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Patient information was requested, customer did not provide.